Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every day at the same exact time. The customer received the failed self-test alarm for two weeks. The self-test failed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.